Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, pain, tenderness and redness at bilateral groin sites were reported following use of two 6f-12f mynx control venous vascular closure device (vcd) during an angioplasty procedure. One was used on the right groin and one on the left groin. Hemostasis was achieved with an mcv device. There was no reported patient injury. The patient was treated with oral keflex. The patient later presented to the emergency room for shortness of breath, inability to ambulate, and fever of 103.1. The physician assessed that the groin issue was resolved and believed the current condition was unrelated to the initial groin reaction. He procedure was an interventional balloon angioplasty iliac vein procedure. The deployer was in training with the mynx vascular closure device (vcd). A 10 fr sheath introducer was used. The devices were not returned for evaluation.